Event description:
It was reported that a balloon rupture and leak occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at initial inflation, it was noted that the balloon ruptured between 2 to 3atm. When it was pressurized, it decompressed rapidly so it was removed from the patient's body. When attempted to inflate again, it leaked from the pinhole at the side of the blade. The procedure was completed with another of same device. No patient complications were reported.